Event description:
It was reported that a vibratory alert for high, out of range high voltage lead impedance was observed via remote transmission. Programming changes were made. The patient was stable and will continue to be monitored.